Manufacturer narrative:
The device is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent a isthmus fissure fixing surgery due to isthmus cracking in which the set screws were implanted. The implanted set screws were found slipped. Fourth set screw was implanted to complete the surgery. No patient complications were reported as a result of this event